Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was stuck and when the pump came out of storage mode, customer was alerted that the personal profiles would not be displayed. Customer reviewed pump history and could not identify the alert that occurred. Customer's blood glucose was within 54-500 mg/dl. At the time of the report, pump was functioning as expected.